Event description:
Manufacturer reference number: 2017865-2021-31977. It was reported that the patient presented for a routine generator change out procedure. Pre-operation testing revealed that the patient's right atrial (ra) lead exhibited high capture threshold and high pacing impedance; and the left ventricular (lv) lead exhibited very high capture threshold. The leads were capped and replaced on (B)(6) 2021. There were no patient consequences pre, during and post procedure.